Manufacturer narrative:
H10/11: additional excluder component plc141400 / 16275101 will be included in this report, as it is unknown which device may have been involved in the reported type I distal endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
On (B)(6) 2017, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® aaa endoprosthesis. On (B)(6) 2020, during a follow up visit, imaging revealed a suspected type I endoleak, which caused the aneurysmal sac to enlarge by an unknown amount. The physician implanted a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis on each side to treat the endoleak. The patient tolerated the procedure. The physician had no opinion regarding the cause of the endoleak.